Manufacturer narrative:
(B)(4). Based on the investigation results, this report was updated from a complaint to a malfunction. (B)(4). Evaluation summary: post market vigilance (pmv), concurrently with engineering, led an evaluation of one device opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, engineering analysis, and an evaluation of the returned device. No issue was noted during the pmv investigation with the opening or closing of the jaws. The jaws of the pmv reload were able to open smoothly as expected. Functional testing of the returned sample confirmed the product met quality release specifications that were tested regarding the reported condition. During this investigation, a secondary unrelated condition was identified as follows; the device was unable to enter fire mode. A review of the device history record indicates this device lot number was released meeting all quality release specifications at the time of manufacture. Subsequently, the instrument did not fire failure mode has been identified as a trend and a process improvement has been initiated. The observed instrument did not fire condition was determined to be caused by a failure of the bldc board. The board will be sent to the supplier for further investigation. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Event description:
According to the reporter, during a video-assisted thoracoscopic surgery (vats), the complaint occurred right after loading the reload. After loading battery, adapter, and reload, status indicator lights showed all solid signal. However, when attempted to open the jaw of reload, the jaw barely opened and all of a sudden, opened abruptly instead of doing so gradually. The user switched to different reload, but same issue occurred. An endo gia ultra universal body was used to finish the procedure. It was also reported that the patient did not experience an adverse event as a result of the device malfunction.